Event description:
The user received an erroneous total bilirubin result for one neonatal serum specimen. The initial result was 18.44 mg/dl. The specimen was then tested on the other integra 800 (B) (4) and received a result of 11.57 mg/dl. The sample was then repeated on the original analyzer with results of 11.66 and 11.67 mg/dl. The original result was not reported as the user stated it was flagged to repeat. The lab policy is to repeat the specimen and report the repeat result. The total bilirubin reagent lot number was 15828700. The field service representative determined the patient sample may be the cause. He replaced the dirty abs optic shutter and lamp. He performed an air and water calibration, rotor light barrier adjustment and workstation accuracy check. To verify the analyzer operation, he ran a check test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.